Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the piece was missing at battery compartment and also insulin pump battery cap did not stay on. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.